Event description:
Procedure: cholecystectomy. Reportedly, the suture attached to the bag and instrument broke when the device was applied. The bag was extracted by grasping the thread inside the abdomen. Another device was applied and there was no reported injury.

Manufacturer narrative:
The device was returned without a bag. A detailed analysis could not be performed without the complete device. The reported condition could not be reliably determined.